Event description:
The customer reported that no 12 lead ECG signal (c2 and c3 leads) was captured for the patient. It was confirmed that there was no patient incident/injury.

Manufacturer narrative:
(B)(4). To correct this issue and to update the investigation details, we have cancelled that MDR and have created this new MDR (218950-2013-00715). The customer reported that no 12 lead ECG signal (c2 and c3 leads) was captured for the patient. It was confirmed that there was no patient incident/injury. A philips field service engineer evaluated the device, verified the symptom and localized the issue to a failed ECG trunk cable. The customer was advised to replace the failed ECG trunk cable to resolve the issue. The cable was over 3.5 years old. We are considering this a malfunction of the ECG trunk cable.